Event description:
No additional information provided at this time.

Manufacturer narrative:
The following allegations have been investigated: vena cava/organ perforation, pain, unable to retrieve. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Additional information received 10jul2019: patient allegedly received an implant in (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation, device unable to be retrieved, struts impinging duodenum, l 3-4 disc and right ureter, strut immediately adjacent the aorta and extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. The patient further alleges ¿chronic back pain.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "ivc filter in place with limbs below the level of the renal veins. Several of the limbus project beyond the caval walls with limbs lying adjacent to the right lateral aortic wall, somewhat close to the right ureter and possibly the right gonadal vein and appears to be projecting into the posterior wall of the transverse duodenum." Per an physician¿s ivcf review of the medical records and the imaging files dated (B)(6) 2019, ¿the patient¿s ivcf is a cook celect retrievable ivc filter, deployed infrarenal at the l3 level. No significant tilt. All 4 primary filter struts perforate the wall of the ivc, with the anterior strut impinging directly on the overlying duodenum, the posteromedial strut lying immediately adjacent to the aorta, the posterior strut impinging on the underlying l3-4 disc and the posterolateral strut lying in very close proximity to the proximal r ureter. Extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. Filter should be removed if patient can be safely anticoagulated or no longer requires anticoagulation therapy.¿ per a ctscan of the abdomen and pelvis dated (B)(6) 2019, ¿the position of the ivc filter is similar to the prior examination, and some of the limbs are again noted projecting beyond the caval walls. One of the limbs again appears to be projecting into the posterior wall of the duodenum. Patient outcome: on (B)(6) 2010, implant report: "completion vena cavogram documents a widely patent inferior vena cava. No evidence of filter tilt and excellent positioning. There were no complications." On (B)(6) 2018, CT scan of abdomen without contrast: "ivc filter in place with limbs below the level of the renal veins. Several of the limbus project beyond the caval walls with limbs lying adjacent to the right lateral aortic wall, somewhat close to the right ureter and possibly the right gonadal vein and appears to be projecting into the posterior wall of the transverse duodenum." On (B)(6) 2019, md ivcf review of the medical records and the imaging files: ¿the patient¿s ivcf is a cook celect retrievable ivc filter, deployed infrarenal at the l3 level. No significant tilt. All 4 primary filter struts perforate the wall of the ivc, with the anterior strut impinging directly on the overlying duodenum, the posteromedial strut lying immediately adjacent to the aorta, the posterior strut impinging on the underlying l3-4 disc and the posterolateral strut lying in very close proximity to the proximal r ureter. Extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. Filter should be removed if patient can be safely anticoagulated or no longer requires anticoagulation therapy.¿ on (B)(6) 2019, CT abdomen and pelvis with contrast: ¿the position of the ivc filter is similar to the prior examination, and some of the limbs are again noted projecting beyond the caval walls and please refer to the previous report. One of the limbs again appears to be projecting into the posterior wall of the duodenum.¿ medications: morphine [morphine] (since 2000); synthroid [synthroid]; aspirin [aspirin]; tisinoril (2016-2019) and albuterol [albuterol] (2016 - present).